Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage around the twist clamp of a transfer set. The root cause was determined to be two tubing pinholes. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventative action as appropriate.

Event description:
International affiliate reported leakage around the twist clamp of a transfer set. The product was in use for 60 days. No patient injury or medical intervention was reported.